Event description:
It was reported that the there was a loose wire. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a loose wire. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the there was a loose wire. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient's device was interrogated, and lead values were within normal limits and device findings were normal. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.